Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was the patient reported that for the past few months they would get a little sharp pain in their back and a weird shock. Patient clarified that they had pain near the implant site. Patient noted that today was the first day where they had been shocked several times. Patient denied any recent falls/injuries but commented they had their hip replaced in december. Patient noted they let their implant die, so they knew the stimulation was turned off. Agent redirected patient back to their healthcare provider to further address the issue.